Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia which required hospitalization.

Event description:
It was reported that signal loss over one hour occurred. On approximately (B)(6) 2022, the patient experienced loss of connection which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. According to the report, the patient had sensor signal loss greater than one hour starting on (B)(6) 2022 and into (B)(6) 2022. On, (B)(6) 2022, the patient's sibling checked her blood glucose (bg), and it was 63 mg/dl, so she ate a peanut butter sandwich and the bg increased to 100 mg/dl. Sometime later, the bg dropped back to 63 mg/dl and an ambulance was called. The patient was transported to a hospital and could not recall the treatment she received because she reported cognitive changes at that time. The patient was reportedly admitted for 3 days. There was no documentation of further medical intervention. At the time of the report, the patient had been discharged and was fine. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.